Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had spinal cord stimulator placement with lead migration. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had spinal cord stimulator placement with lead migration. The patient will undergo a revision procedure.